Manufacturer narrative:
The subject device in this report was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc evaluated the subject device and confirmed that the abnormal endoscopic image of the subject device was duplicated. In addition, the evaluation confirmed following. The ccd cable was frayed. The adhesive of bending section rubber was partially missing. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Considering the evaluation result, it was surmised that the reported event occurred because the electric cable was short-circuited or disconnected at the part where the ccd cable was frayed. The missing of the coating was possibly caused that the subject device was contacted with an instrument such as a trocar during procedure and excessive force was applied.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a laparoscopic hysterectomy, the abnormal endoscopic image of the subject device occurred. The user facility changed the subject device and the procedure was completed with another device. There was no report of patient injury associated with the event.